Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband called to report that the customer is experiencing high blood glucose levels. Customer's blood glucose reading ranged from 388 to 497 mg/dl. Customer reported symptoms related to their high blood glucose levels included incoherence. Customer reported that they have contacted their health care professional regarding the unexplained high blood glucose levels. Customer treated high blood glucose with 5 units of manual injection. Customer was recently hospitalized for spinal surgery, which was unrelated to their high blood glucose. The insulin pump did not undergo functionality testing, therefore the root cause of customer's high blood glucose levels could not be determined. Replacement product is being sent.